Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Recommended programming changes were made during the device check. Further testing was recommended. No further information available.